Manufacturer narrative:
The insulin pump was returned with low battery alarm and power system error alarm was confirmed in the long trace. The long trace confirmed that the insulin pump low battery alarm and power system error alarm root cause was the non-sleep anomaly software error. The insulin pump was received with minor scratches on the lcd window, cracked battery tube threads, scratches on the casing and pillowing on the keypad overlay. There were no cracks on the display screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery alarm less than a week and damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised the display screen was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.